Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, the patient experienced vomiting. The patient underwent a gastroscopy which revealed two stomach ulcers. The peg tube remained in placed and the patient was treated with pantomed.